Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 375cc saline breast implant, catalog # 3501660, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant with capsular contracture (baker grade unknown). The patient also experienced capsular contracture with baker grade IV on the right breast implant; the right implant was also noted to be calcified. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants, catalog # 3501640, s/ns (B)(4) and (B)(4). On (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-05646 for contralateral prosthesis.

Manufacturer narrative:
Correction: on (B)(6) 2018, mentor became aware that the device return information reported in the initial report dated 9/18/2018 was incorrect. The mentor failure analysis lab never received the right side device for evaluation. Manufacturer¿s reference number: (B)(4).